Event description:
It was reported that the wake button has stopped working. Customer had elevated blood glucose levels (298 mg/dl).

Manufacturer narrative:
The device has not been returned for eval. Should new relevant info become available a supplemental form will be completed.